Manufacturer narrative:
Covidien reference number (B)(4). The covivdien service engineer (se) inspected the device and was not able to duplicate the reported issue. The se found a crack in the expiratory filter. The se replaced the filter, performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a safety valve open error message. The ventilator was not in use on a patient at the time of the reported event.